Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent keypad response, which was experienced during evaluation. The #0, #1, and #2 keys were found to have an intermittent response caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation of a spectrum pump, it had an intermittent keypad. There was no patient involvement.